Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. There is a warning to keep a spare back up controller available at all times. The steps for exchange of devices are also outlined. These batteries are part are part of a field safety notification and not a recall. Abnormal battery behavior including premature performance degradation and premature power source switching is being investigated under a manufacturer internal investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is two of two reports (3007042319-2015-01430 and 01431) submitted for devices related to the same event.

Event description:
Information was received from (B)(6) that while the patient was at home the controller changed to the second battery when the first battery had greater than 25% capacity still remaining. It was indicated as "event described in fsca apr2014". Preliminary log file analysis by the manufacturer confirmed a critical battery alarm. The batteries were exchanged with no effect on the patient. This is report 2 of 2.